Event description:
It was reported that the patient's right atrial (ra) lead was dislodged. The physician opted to cap the ra lead. The patient was in stable condition.

Event description:
New information received indicates that postoperative check showed that the patient's right atrial lead had loss of capture and failure to sense. Diagnostic imaging confirmed the lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: section d6a: the correct implant date is (B)(6) 2025, instead of (B)(6) 2022.